Event description:
Incident, anticipated (serious injury) this is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority ((B)(4)) in (B)(6) on 29-sep-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. The consumer stated that since approximately 1 month after insertion ((B)(6) 2014) she had suffered from the following symptoms: hair loss, prolonged heavy vaginal bleeding including passing of clots (for which medical intervention took place), severe depression (for which medical intervention has taken place), chronic lethargy, severe muscle pain throughout body, constant pain in abdomen, inability of short term memory recall, brain fog, accident-prone/slow responses. Essure was ongoing and a scan was planned for (B)(6) 2015. She considered the events related to essure. Correction on 05-oct-2015 following company internal review based on information received on 29-sep-2015: nca number added ((B)(4)). Follow-up from 21-oct-2015: despite three attempts for follow-up, no response was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced prolonged heavy vaginal bleeding including passing clots and severe depression. Both events were considered serious due their medical importance and are listed in the reference safety information for essure. In this case, it was reported that consumer experienced these events since approximately 1 month after essure insertion. It was reported by the consumer that these events required medical intervention. Based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Although the type of this intervention was not specified and essure was not removed, this case was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. Despite follow-up attempts, no further information was obtained. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 28-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality detect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-oct-2015 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Depression. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced prolonged heavy vaginal bleeding including passing clots and severe depression. Both events were considered serious due their medical importance and are listed in the reference safety information for essure. In this case, it was reported that consumer experienced these events since approximately 1 month after essure insertion. It was reported by the consumer that these events required medical intervention. Based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Although the type of this intervention was not specified and essure was not removed, this case was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.